Event description:
It was reported that the device had a power on reset (por) . The device was re-programmed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data revealed that this device did reset on (B)(4)-2012 most likely caused by a flipped bit.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).